Event description:
Edwards received notification regarding a pascal device in mitral position that was explanted- residual severe mr (mitral regurgitation). Medical records outlined an extensive cardiac history and current decompensation from multi-valvular dysfunction. The surgical report from device explant stated that there were two pascal implants. For the pascal most medial, the head rotated off of the anterior leaflet and was essentially pulling p3 down, and against the papillary muscles. Additionally, the other clip had minimal effect with residual severe mr. Per the clinical specialist, the pascal procedure was a bridge to surgery for this patient due to acute mr.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H6 investigation conclusion code: adverse event related to patient anatomy and/or condition. The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure' was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs). Available information suggests patient pre-existing conditions likely contributed to the reported event. As per information provided by cs, medical records outline an extensive cardiac history and current decompensation from multi-valvular dysfunction. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.